Event description:
The customer reported that the therapy knob wasn't working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy knob wasn't working. There was no reported pt involvement. The device was evaluated at philips. The device passed all testing and the symptom could not be reproduced. Based on the customer's report we are considering this a malfunction but we cannot determine the cause because the symptom could not be reproduced.